Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the false alarm for high battery temperature is due to the pbm misreading battery data during a single sample. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a console emitting a "battery temperature high" alarm during use. A new console was used without any adverse impact to the patient.